Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. The broken tube adapter, measuring approximately 1.65mm x .159mm in size, was not returned with the instrument. The complaint was confirmed by failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the sp monopolar curved scissors (mcs) tip plastic was broken. Site had an issue with putting the mcs tip on. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing material/damage described occurred outside of a surgical procedure and there was no fragment issue. The instrument was not able to use due to broken plastic and when it was last used, there were no issues. The break may have appended when removing the mcs tip after the case, transported to sterile processing department (spd) for cleaning process, and back to a new procedure prior to patient entering the room.